Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the motor stall on (B)(6) 2018 was not determined. As an action/intervention, the pump was stopped and the patient was placed on oral prescription. The motor stall and tube set had not been resolved. The pump was replaced with a new one on (B)(6) 2018. The explanted pump would not be returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient receiving 10 mg/ml dilaudid at an unknown daily dose via an implantable infusion pump for non-malignant pain and peripheral causalgia. It was reported that a motor stall was seen at initial interrogation. If was unknown if the patient had recently had an MRI. The motor stall occurred on (B)(6) 2018 and stopped pump period may exceed tube set message was seen on (B)(6) 2018. The pump was currently still stalled and would be replaced on (B)(6) 2018. The patient confirmed hearing the audible alarms. The daily dose of 10 mg/ml dilaudid was unknown due to stopped pump infusion. No symptoms were reported and no further complications were expected or anticipated.